Manufacturer narrative:
The contribution of the device to the reported event could not be determined. The device was not returned for evaluation as it remained in the patient and therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported by the patient that she had shoulder surgery on (B)(6) 2018 to repair a rotator cuff tear and some other shoulder issues. During the surgery patient had a lateral swivelock anchor implanted. The patient has had ongoing hives all over her body which began almost the following day after surgery. Patient has known allergies to many foods, animals, etc. But has never had this issue prior to the surgery. Patient is going to obtain the actual arthrex product number and will provide. Additional information obtained 12/18/18: patient has provided the part/lot number of the implant she received: ar-2324bcc, lot 10222118, swivelock anchor. Also used during the surgery was ar-7237-7t, lot 10180403, tiger tape. The material composition of the devices has been provided to the patient.